Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/07/2017, that on (B)(6) 2015, the patient experienced an infection at the insertion site. The sensor was inserted into the thigh on (B)(6) 2015. The reaction was located on the thigh and was described as having puss at the insertion site. On (B)(6) 20151, patient went to the doctor to receive treatment for the infection. At the doctor's office the doctor had to lance the site for the infection and prescribed antibiotic pills for 10-14 days. At the time of contact, the patient was good. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.